Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was extra fluid distension in the joint area. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: insufflating more liquid than the required. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be physical damage to the pump resulting in nonconforming behavior or user set up ("vacum was not connected in the correct plug").

Event description:
It was reported that there was extra fluid distension in the joint area. The procedure was completed successfully.